Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an autofill failure.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a autofill failure. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. No harm or injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the pneumatic module assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.